Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch. Lead abrasion was suspected, but fluoroscopy confirmed no visible defects. The ra lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil at 30.7-31.0 cm from the distal tip consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone. No other anomalies were noted with the exception of procedural damage.